Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer had skin irritation on day 7 of wear of the adc freestyle libre sensor, which led to infection. On (B)(6) 2019, the customer described skin inflammation, skin irritation, and pain at the sensor site and was prescribed the antibiotic cream, mupirocin, for treatment by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The applicator and sensor pack were not returned and an extended investigation has been performed. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the remaining product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a customer had skin irritation on day 7 of wear of the adc freestyle libre sensor, which led to infection. On (B)(6) 2019, the customer described skin inflammation, skin irritation, and pain at the sensor site and was prescribed the antibiotic cream, mupirocin, for treatment by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues observed. The adhesive was not returned, and therefore an extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. Visual inspection of the returned puck and plug verified that no sharp edges existed on the bottom surface of the puck and plug. The device history record (DHR) and verified that the unit passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a customer had skin irritation on day 7 of wear of the adc freestyle libre sensor, which led to infection. On (B)(6)2019, the customer described skin inflammation, skin irritation, and pain at the sensor site and was prescribed the antibiotic cream, mupirocin, for treatment by an hcp. There was no report of death or permanent injury associated with this event.